Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed which found that the trigger assemblies were corroded and the triggers were sticking. It was further observed that the device failed the attachment coupling test (coupling head worn). The assignable root causes were determined to be due to normal wear and improper cleaning. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the small battery drive device was not turning on with the trigger correctly. During in-house engineering evaluation, it was observed that the triggers were sticking. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.